Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to recurrent dislocation. The liner was noted to be fractured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. This report is one of 3 mdrs submitted for this patient (see 0001822565-2017-00747, 0001822565-2016-02571). Concomitant products: 00801803602, femoral head sterile product do not resterilize 12/14 taper; 65620005422, shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating; 00625006525, bone screw self-tapping 6.5 mm dia. 25 mm length; 00786401300, femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 13 138 mm stem length cementless.

Event description:
It is reported that the patient was revised approximately 3 years post-implantation due to recurrent dislocation. The liner was noted to be fractured.

Manufacturer narrative:
Review of the device history record indicates the devices were manufactured to specifications. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. DHR review shows no deviations to the standard manufacturing process. Complaint history review identified no other complaint for these part and lot combinations. These devices were used of treatment. No product was returned; visual and dimensional evaluations could not be performed. The photos show that a rim fragment of the liner has fractured. There may be a metallic fragment in the concave surface of the liner; however difficult to see detail in the photos provided. The component likely caused rim loading due to the misplacement of the shell which caused the fracture of the superior rim of the poly liner. The placement of the acetabular shell is the likely root cause for the patient¿s dislocations and instability, coupled with the abductor weakness; however, root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It is reported that the patient was revised due to recurrent dislocation. The liner was noted to be fractured. Revision operative notes indicated a preoperative diagnosis of recurrent instability with mechanical complication and painful right hip. The notes also stated that the patient had abductor escape with the abductors pulled off. Metal debris staining of the synovium intra-articular synovial region is noted due to the poly liner rim fracture which allowed femoral head articulation with the acetabular shell. The poly liner is noted to have fractured in the superior region. After removal of the shell, there was a type 2b defect with a lesion or insufficiency both superior and anterior. It is also reported that the acetabulum was reamed to place the hip center in a more anatomic position.